Event description:
It was reported that the left ventricular lead pulled back while slitting the catheter during the procedure. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. The distal conductor had blood/body fluid (not obstructed).